Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are having severe tmj issues that includes extreme headaches and loss of sleep. Their jaw is out of line and clicks. They also reported that their crown has been severely damaged by the aligners. The patient is contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.